Manufacturer narrative:
The referenced hemolysis on (B)(6) 2015 was reported under medwatch MDR report# 2916596-2016-00113. (B)(4). Approximate age of device - 1 year. The device was not returned by the hospital. A correlation between the device and the suspected pump thrombosis could not be conclusively determined. The instructions for use lists thrombosis as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received a transplant on (B)(6) 2016. The patient had previously been hospitalized on (B)(6) 2015 due to concerns of hemolysis. The patient was treated with IV bivalirudin. The patient remained inpatient on IV bilvalrudin until (B)(6) 2016 when the patient was transferred to another center. The patient was transitioned to heparin and integrilin and bivalirudin was discontinued. The patient remained in the hospital until receiving a heart transplant on (B)(6) 2016. The patient was listed as 1a status on the transplant list due to pump thrombosis and their accumulated time on the list. The patient's transplant was reported to be routine.